Manufacturer narrative:
Reported event an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported the patient's hip was revised due to dislocation. Doctor mentioned the patient exceeded recommendations for the implant construct. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text: device not returned.

Event description:
Patient left hip was revised. Revision was due to dislocation. Doctor mentioned the patient exceeded recommendations for the implant construct.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient left hip was revised. Revision was due to dislocation. Doctor mentioned the patient exceeded recommendations for the implant construct.